Event description:
Patient presented to the physician with purulent discharge at both incision sites. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued infection at both incision sites. Physician brought the patient into the or, and upon surgical exploration, it was observed that the stimulation lead had migrated superficially toward the skin. Physician repositioned and re-sutured the stimulation lead, irrigated both pockets with antibiotic solution, saline, and betadine, applied antibiotic powder, and closed.

Event description:
Patient presented back to the physician with continued infection at both incision sites. Physician brought the patient into the or, explanted the entire inspire system, irrigated the pockets with antibiotic solution, saline, and betadine, packed the wounds with antibiotic powder, and closed. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented back to the physician with persistent mrsa infection and purulent drainage at the incision sites, causing constant headaches. Physician debrided the wounds, irrigated the sites, and closed. Physician prescribed another round of antibiotics.